Manufacturer narrative:
Approximate age of device - 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient is experiencing progressive right valve failure with increased central venous pressure and worsening mixed saturation. Treatment consists of 0.4 mg/ml intravenous milrinone and digoxin 0.125 mg oral. On (B)(6) 2018, it was reported that the patient is stable on the floor and will remain in patient until a donor heart is available for transplant.

Event description:
Additional information received on 18jul2018 indicates the correct pump serial number is (B)(4).

Manufacturer narrative:
A correlation between the device and the reported right heart failure could not be conclusively determined through this evaluation. The patient was reported stable and remains ongoing on vad support awaiting organ transplant. Renal failure is listed in the hmii instructions for use as an adverse event that may be associated with the use of the hmii lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.